Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(4) 2017, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2018, patient experienced pain at the stoma site. On (B)(6) 2018, patient was seen by the surgeon and ordered CT scan of abdomen. The CT scan did not show anything abnormal. Patient had purulent stoma secretion. On the same day, the patient was started on intravenous antibiotic zinacef 1.5gm 1x3 for treating the inflamed stoma. Patient remained in the hospital for observation expecting discharge the following day.